Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that when the electric current went into the patient's bladder, she could not take it. The patient also stated that she was very sore, experienced a lot of pain, a lot of anxiousness, and it took some time for her to recuperate. It was also reported that the device was removed and the patient no longer has the battery. Follow-up revealed that the issues began occurring right after surgery. The patient also experienced a shock when the implantable neurostimulator (ins) was programmed for the patient. The patient confirmed that the device was removed around (B)(6) and it was "hard on her"; the issues have since been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.